Event description:
The manufacturer received information alleging a ventilation inoperative error code was found on a bipap a40 pro device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, pic processor or associated circuitry failure, was observed on the device's error log. There was no documentation by the third-party service technician that stated on a root cause and/or any component replacement to resolve the pic processor or associated circuitry failure error code. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. The root cause isn't confirmed at this time. Additionally, during the service of the device, two additional, error codes, high internal o2 high alarm and fan status, were observed on the device's error log. There was no documentation by the third-party service technician that stated on a root cause and/or any component replacement to resolve the high internal o2 high alarm and fan status error codes. These two error codes were unrelated to the reportable malfunction/issue.